Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One product sample was provided by the customer. The sample showed signs of use such as a tape in the tube and adapters at both ends of adapters of the catheter. Per visual inspection no issues were detected. Also, a leak test was conducted to evaluate the reported issue. The test showed that the catheter did not present any leaks. Therefore, the reported condition could not be confirmed. This complaint will be used for tracking and trending purposes. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the product is leaking.